Event description:
It was reported no light when hooked up. There was a completely loss of image. A backup device was available to complete the procedure with no delay or patient injuries reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for there was no light when hooked up to the camera. A visual inspection was performed and showed the scope to have distal tip and fiber damage with internal cracked lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.